Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-33 (min detection circuitry: input to a/d converters is not 0v although the min air transducer is not oscillating) alarm. This occurred when the device was turned on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and a review of the alarm log were performed with no issues noted. The reported condition was not verified. The device was found to operate per specification. Should additional relevant information become available, a supplemental report will be submitted.